Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, which did not occur during the load process and had not been previously reported with this specific pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.